Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 10 closed samples and an open sample with the needle detached from the thread (thread is not wound on the pack and needle is missing). To evaluate the conformity of these units, we have performed the following test: needle attachment strength results conducted on the closed samples received are 0.32 kgf in average and 0.152 kgf in minimum and fulfil the european pharmacopoeia (ep) requirements (ep requirements: 0.17 kgf in average and 0.082 kgf in minimum). Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements for needle attachment strength. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with optilene suture. The client reported that the needle had broken off several times. Occurred in several patients, the needle broke in the suture during suturing, and the new suture had to be reopened. Type of operation: suture after implant or explantation surgery. No additional information provided.